Event description:
Report of no hemostasis received. The pt underwent a diagnostic procedure via the common femoral artery (cfa). The physician attempted arteriotomy closure with the closer tsl 6 french device. The physician was in training. The device was inserted without difficulty and successfully deployed. The foot was parked and the device bowstringed for knot tying of the sutures. At this point hemostasis was lost and profuse bleeding was noted around the sheath. The artery was rewired and fluoroscopy was performed. The site looked clean and nothing was detected that could explain the bleeding. Since the pt was not heparinized, the physician decided to close with manual compression. The pt recovered without incident.